Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported there is a gap in the back of the mouth when patient byte down that does not allow to byte down completely.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.